Event description:
A report was received that a pt's precision system was explanted due to an infection at the pocket and lead site. The pt reported experiencing pain at the infection site. The pt was prescribed augmentin and cortimoxazol and is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be returned for further evaluation, as they were discarded by thte medical facility.